Event description:
It was reported during an atrial fibrillation (afib) procedure, intracardiac (ic) signals disappeared at the proximal electrodes of the mapping catheter and small noise was noticed on electrodes 5-6 and 7-8 of the lasso catheter on the carto 3 system and the ep recording system. Per the bwi field representative, he changed the connections at the ic out cable on the ep recording pin box, changed the lasso catheter connection cable, switched 20 pole a with 20 pole b sockets, and checked the body surface (bs) ECG and the ground. He then used a new lasso catheter, but had high frequency noise on all signals (ECG, lasso ,cs ,map) in the left real time window and the ep recording system. In order to solve the problem, they made the lasso signals appeared on the monitor pane. There was low frequency noise only at the 7-8 electrodes of this catheter. They were able to complete the case and there was no patient injury reported .

Manufacturer narrative:
(B)(4). It was reported during an atrial fibrillation (afib) procedure, intracardiac (ic) signals disappeared at the proximal electrodes of the mapping catheter and small noise was noticed on electrodes 5-6 and 7-8 of the lasso catheter on the carto 3 system and the ep recording system. They used a new lasso catheter, but had high frequency noise on all signals (ECG, lasso ,cs ,map) in the left real time window and the ep recording system. The bwi field representative called after the case, so no live-troubleshooting was done. The bwi field service engineer asked him to follow some steps and recommendations to check if the issue was related to hardware, disposables or patient and lab setup. The field service engineer advised to use brand-new catheters and connection cables from different lots than the last time and to ensure that the generic ic out cable is well-connected. In order to have the lead signals clean, the skin should be shaved and cleaned and the ECG leads should be placed properly on the patient. The field service engineer reported that by having the generic ic out cable well-connected and connecting both systems to the same grounding point, the issue did not reoccur. For the last two carto cases, the system worked properly without any issues. The root cause of the problem was linked to improper lab setup. The system is operational. An additional OEM manufacturer action device history record was performed. No anomalies were noted in manufacturing or service.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).